Manufacturer narrative:
Results - incorrect dip switch settings.

Event description:
It was reported by service report that the bed is not correctly communicating with the headwall and nurse call system. It is unk if there was pt involvement, however, no adverse consequences are reported.